Manufacturer narrative:
A specific root cause could not be identified. Typical causes for this type of result behavior include any disturbance within the kcl/sipper flow path such as micro bubbles, grounding effects, or partial clogging. Other possible causes include air in the sample channel, leakage current coming from the waste, an old and/or expired reference electrode. This is confirmed by the presence of analyzer alarms.

Manufacturer narrative:
(B)(4).

Event description:
The customer received analyzer alarms and received questionable ise indirect na, k, ci for gen.2 results for two patient samples. Of the data provided, only the results for one patient were a reportable malfunction. The initial sodium result was 176 mmol/l and the repeat result was 137 mmol/l. The initial potassium result was 5.44 mmol/l and the repeat result was 4.41 mmol/l. The initial chloride result was 76.4 mmol/l and the repeat result was 105 mmol/l. The erroneous results were reported outside the laboratory and a corrected report was sent. There was no allegation of an adverse event. The electrode lot numbers and expiration dates were requested but were not provided. The field service representative found there was a fluidic failure. He reprotinized the pinch tubing and electrode compartment. He ran calibration, qc, and precision testing with results within specifications.